Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s (B)(6) peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. (B)(6) is an organism that resides on human skin. Therefore, it is reasonable to associate the patient¿s (B)(6) peritonitis to touch contamination, as reported by the pd nurse. Touch contamination is a well-documented risk factor for peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance in connecting the drain bags to drain manually. The patient stated that they were prescribed antibiotics and were not using the cycler. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain, nausea and vomiting as well as cloudy pd effluent. As a result, a pd effluent culture was obtained on (B)(6) 2019 which yielded growth of (B)(6) and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime (1-gram) and vancomycin (2-grams every 5 days) on an outpatient basis. It was reported the patient is currently continuing vancomycin therapy and the patient is recovering from the event. Per the pdrn, there were no fluid leaks or any other fresenius device/product issues related to the patient¿s peritonitis event. The cause of the patient¿s (B)(6) peritonitis was due to touch contamination, according to the nurse. The patient continues pd therapy without further reported issues.